Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand, the ablation function was allegedly weak. Another like wand was opened, however, this provided weak ablation as well. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complication reported as a result of this event.